Manufacturer narrative:
Results: bd received twenty samples and a photos from the customer facility for investigation. The photo of the returned customer sample shows evidence of sleeve break. The samples were evaluated and the customer¿s indicated failure mode for sleeve break leading to leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® push button blood collection sets with pre-attached holder sleeve broke and blood leaked. No injury or medical intervention.